Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) exhibited low amplitude and undersensing on the right ventricular (rv) lead. Which led to a delay in the therapy. Subsequently, the rv lead was not successfully implanted. This rv lead was never in service and no adverse patient effects were reported.